Manufacturer narrative:
A complete analysis and testing found formatted history file confirmed the pump error 53 and pump error 4 due to software error. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error where the motor arm cannot communicate with the main arm. Customer also had a software error on the insulin pump. Customer performed a bolus. The bolus remains present in the history. The alarm went off during dispensing of the normal baseline. Customer was not doing anything in particular. Customer was advised that the insulin pump will be replaced.